Event description:
While performing an investigation on a customer's returned freestyle navigator transmitter, a crack was observed near the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow-up with the reporter provided additional information that a patient is having a reaction to the implant that was used in a shoulder procedure. The surgeon performed a right shoulder debridement of superior aspect of subscapularis tendon and an open biceps tenodesis in 2008. During the initial surgery, the surgeon had trouble placing the screws. After the 8mm hole was made the surgeon went to place an 8mm screw; the hole was too tight. The screw would not release. Subsequently, the driver and screw were removed. The surgeon then decided to place a 7mm screw which advanced through the hole and into the humerus. A third screw (8mm) was placed in the same hole; fixation was obtained. According to the reporter, the patient stated that immediately after surgery he had right arm pain. The surgeon sought a second opinion and was told that the patient was having a post-op reaction. The patient was referred to an allergist who performed a 5 day "patch test". Test results; erythema and mild swelling at the site where the screw was placed. The allergist states that it does appear the patient did react to the implant used in the "patch test". According to the surgeon, the patient has persistent adhesive capsulitis despite manipulation. The adhesive capsulitis is in an area much higher than where the implants were placed.

Event description:
It was reported that a patient is having a reaction to the implant that was used in an elbow procedure. According to the reporter approximately 13 months post-op, the patient started complaining of chronic elbow pain. The surgeon sought a second opinion and was told that the patient was having a post-op reaction. The patient was referred to an allergist to have a patch test and clinical work up performed. Results of the patch test and clinical work up was requested but not provided. Patient's demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device remains in the patient and could not be evaluated, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The part number arthrex is reporting is the most likely implant based on a customer invoice search and the type of reported implant in question. The actual part/lot number that was used in the event was requested but not provided, therefore, the device history record review could not be performed. Based on the information provided, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Bioabsorbable product directions for use warn of possible foreign body and allergic-like reactions to the implant materials. Patient's sensitivity to device materials must be considered prior to implantation. The potential cause of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.